Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment from connector event on (B)(6) 2026. The infusion set was in use for one and half days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.